Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this pacemaker had a syncopal episode. The pacemaker was examined and it had entered safety mode. Technical services (ts) was consulted about how the device functioned under safety mode and how its settings changed under it. Ts discussed the device settings under safety mode and how its configured to unipolar configuration under it. A replacement was scheduled but no specific date has been provided. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete

Event description:
It was reported that the patient with this pacemaker had a syncopal episode. The pacemaker was examined and it had entered safety mode. Technical services (ts) was consulted about how the device functioned under safety mode and how its settings changed under it. Ts discussed the device settings under safety mode and how its configured to unipolar configuration under it. A replacement was scheduled but no specific date has been provided. This device remains in service. No adverse patient effects were reported. At a later date, this pacemaker was explanted and a new device was implanted. No additional adverse patient effects were reported. This device has been received and is pending analysis.